Event description:
Customer reported experiencing high blood glucose of 418 mg/dl while sleeping. Customer reported he treated for the high it lowered to 221 mg/dl and treated with a little more insulin. Customer initial called in with sensor issues. Troubleshooting for the sensor was done. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-52111.